Manufacturer narrative:
The expandable introducer sheath was returned to edwards lifesciences for evaluation. During visual inspection, it was discovered that there was distal tip damage and a piece of the distal tip was missing. Scratches were observed on the distal end of the sheath shaft. There was no strain relief damage but a slight curvature was noted on the sheath shaft. The marker band was present. The esheath is a single use device. The liner was fully expanded as designed and a piece of the distal tip was missing. Due to the condition of the returned device, no relevant function testing was able to be performed. Additionally, due to the condition of the returned sheath (fully expanded, tip missing), no measurements were able to be performed. The complaint was confirmed by visual inspection. The complaints for sheath distal tip ¿ separated and sheath distal tip ¿ torn were confirmed through visual inspection of the returned device during the engineering evaluation. The distal tip was torn radially and a piece of the tip was confirmed to be missing. A review of the IFU/training manual revealed no deficiencies, while a DHR review and lot history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. Additionally, a review of manufacturing mitigations supports that it is unlikely a manufacturing non-conformance contributed to the complaint event. During imagery review it was noted that the patient had moderate calcification in the access vessels. Of note, there was calcification in the aortic bifurcation, which the sheath tip must pass both during insertion and removal. Furthermore, scratches along the sheath shaft were noted during visual inspection, which supports that the sheath was impacted by the calcification in the patient anatomy. Additionally, if the balloon was not fully deflated, it is possible that it may have bunched, catching onto the damaged tip, causing it to further tear and separating it. As such, based on available information, a possible root cause for the complaint was that the tip of the sheath was damaged by the calcification in the patient anatomy and, during withdrawal of the delivery system/sheath, the tip became separated from the shaft. A review of the complaint history for ¿sheath distal tip, torn¿ revealed that radial distal tip tearing was previously investigated as a part of a CAPA. The results of the CAPA investigation pointed to insufficient ID scoring at the distal tip as the root cause for radial tip tearing. As the tear observed was radial, it is possible that a manufacturing non-conformance may have contributed to the complaint event. However, because the separated distal tip piece was not returned for evaluation, this cannot be definitively confirmed. No further corrective action or escalation is required because no IFU/labeling deficiencies were identified, a manufacturing non-conformance could not be confirmed, the event did not exceed the existing fmea occurrence rates and the event did not exceed the applicable complaint trending control limits. Awareness training was performed.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, the tip of the sheath was missing upon removal from vessel. The sheath went in smoothly and came out without issue. The device will be returned for evaluation. The site looked for the piece on the delivery system, bav, back table, procedure table and on dsa of the leg. It was not found. The patient will be watched closely.